Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during fill 3 of 3 of treatment. Fluid leaked from inside of cassette door. Fluid flowed right out when the cassette door was opened onto the floor and underneath cycler. The pdrn confirmed about 100cc leaked. The film on the back of the cassette is not loose. The pdrn was advised to allow cycler to dry for 24 hours prior to usage and assisted with changing the flow alert option to no. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event occurred during treatment training. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex and has had clear effluent. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler is still drying and has not been used since the event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during fill 3 of 3 of treatment. Fluid leaked from inside of cassette door. Fluid flowed right out when the cassette door was opened onto the floor and underneath cycler. The pdrn confirmed about 100cc leaked. The film on the back of the cassette is not loose. The pdrn was advised to allow cycler to dry for 24 hours prior to usage and assisted with changing the flow alert option to no. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event occurred during treatment training. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex and has had clear effluent. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler is still drying and has not been used since the event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.